Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter continued to display the ¿apply sample¿ message instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. The patient reported that she experienced difficulties testing her blood glucose levels for about a month prior to contacting lfs; she indicated that the meter stopped on the apply sample message. The patient manages her diabetes with pills, diet and/or exercise. She denied that she made any changes to her usual diabetes management routine as a result of the alleged issue. She initially denied developing any symptoms after experiencing the difficulties testing, but later stated that she had developed ¿headaches¿. She reported that she went to the emergency room where a blood glucose result of ¿450 mg/dl¿ was obtained on the ER/hospital meter and she received treatment of an ¿insulin shot¿. During troubleshooting, the csr noted that the patient had not been using the meter for the first time. The csr also noted that the patient was using the correct test strips and she described the correct testing steps. She confirmed that the test strip completely drew in the blood sample. The csr walked the patient through a re-test, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptom suggestive of a serious injury adverse event requiring medical intervention, after obtaining apply sample messages on the subject meter and continuing with her usual diabetes management routine.